Event description:
The patient did not require hospitalization.

Manufacturer narrative:
(B)(4). Intra op photograph review. Tissue indentations resulted from the tissue retaining pin. MDR updated based additional information received, does not meet the criteria of an FDA defined serious injury photo reviewed by ees medical consultant and field quality engineer and was concluded that in their opinion the anastomosis was not compromised, the device functioned properly, and the temporary bruising and tissue indentations resulted from the tissue retaining pin compressing and holding the tissue secure during device firing.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported by the affiliate that during a hemicolectomy procedure, the surgeon was using endocutter and reload on the anastomosis jejunuojejunum. At the end of the line of staples, it looks like if the blade had advanced more than usual, that happened twice. They had to end the anastomosis with nylon suture. There were no adverse consequences for the patient. Additional information has been requested regarding hospitalization required, no response has been received to date, a supplemental report will be sent upon receipt of additional information.